Manufacturer narrative:
B5 - it was later reported that laser touch up was performed and the probem resolved. Claim #: (B)(4).

Manufacturer narrative:
A2 - unk a3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. D6b - unk. H4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: a2 - (B)(6) 2023; a3 - m; b3 - 10-may-2023. B5 - reported as: the reporter indicated that an implantable collamer lens was implanted into the patient's eye. Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. - update to: the reporter indicated that a 13.2mm, vticm5_13.2, -8.0/2.0/128 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming d4 - vticm5_13.2, t1347711, 31-jan-2026; d6a - (B)(6) 2023; d10 - injector model#msi-pf,lot#unk, cartridge model#sfc-45,lot#unk, foam tip plunger model#ftp,lot#unk; h4 - 07-feb-2023; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).